Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm, software error alarms and the motor arm cannot communicate with the main arm error due to software error. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was 128 mg/dl. They reported that they were changing battery on the insulin pump suddenly it alarmed. It was reported that they received a critical pump error image on the insulin pump screen. The customer reported that there was no alarm prior to critical pump error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.